Event description:
Additional information was received from the patient. Their first device was a total failure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128, (lot: va36p4m); product type: 0200-lead; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient continued to insist that the pain was not related to the medtronic device/therapy but made confusing statements regarding a procedure they are having tomorrow ((B)(6) 2025). They said that "the device that's in there now will be removed tomorrow morning," and the pain doctor said that the "wires could break off, (they were known to break off) and if one of them breaks off, then you'll have the same problem." Given the lack of ability to communicate with the patient (the patient said it was their fault because they couldn't hear), patient services was unable to clarify this comment and for this reason is flagging this call as well as because the patient mentioned at the top of the call that the "device"/therapy hadn't worked for them since it was installed and then corrected that comment and said, ""well, it worked at first, but I don't want to get into that right now because that's not my reason for calling," so patient services did not ask any further questions regarding this comment. The patient did understand at call's end to have their pain doctor call technical services if they had any concerns and is going to provide their pain doctor with the technical services number. No further action was taken by patient services. The patient called back after receiving interstim system replacement procedure yesterday. The patient stated they were told there were "little wires" that had to be removed from the previous system, and patient is hoping the physician removed them. It was asked if the previous lead wire was broken/damaged, and the patient did not know. The patient did not know why their previous system "never worked" for them, meaning they never got the desired therapeutic effect. The patient reported they still are not getting any therapeutic effect since getting the new implant yesterday. Reviewed programmer use and confirmed therapy was on and recommended patient discuss therapeutic effect with managing physician.

Event description:
Additional information was received from the patient. Patient reported their previous ins never worked for them. Patient also mentioned the ins from 2019 never worked at all.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va36p4m implanted: (B)(6) 2025product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.